Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided

Event description:
Related manufacturer reference number: 1627487-2021-13865, related manufacturer reference number: 1627487-2021-13867. It was reported that, during an implant procedure, the physician was unable to implant three leads due to a very tight epidural space. During the procedure, the physician attempted to drive the lead into the cervical region. The physician switched to the straight stylet for increased rigidity however, when switching stylets, the stylet pierced the silicon casing of the lead. This issue occurred with two more leads that were opened. As a result, the physician decided to abandon the case.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.